Event description:
It was reported that the ilet touchscreen became unresponsive, preventing the user from unlocking or interacting with the device despite full charge and attempts with and without a screen protector. Symptoms included no clinical symptoms. Outcomes included no impact on health and no medical intervention. Investigation included customer service troubleshooting and replacement of the device with instructions for data sync and return of the original unit. Investigation of this device revealed a suspected touchscreen malfunction consistent with a device hardware issue affecting the display/input component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.